Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. The caller reported that the patient was getting an elective replacement indicator (eri) message on the programmer. The caller reported that the ins had only lasted 3 years and 2 months. The caller called back on (B)(6) 2018 reporting that the patient's ins will be replaced on (B)(6) 2018. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.